Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 65-year-old female was implanted with an impella cp device for mechanical circulatory support, and that the guard wire was lost during the dilator exchange, manual pressure was held, and hemostasis was achieved without complications. The impella cp device was aborted, and the patient was escalated to an impella 5.5 device.

Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.